Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: cannot locate the coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramp. (B)(6) 2009 type of test: hysterosalpingogram (hsg) - not sure. It was a dye test. Result of essure confirmation test: total bilateral occlusion. Previously administered products included for an unreported indication: alprazolam. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2006 to 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraine / headache"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, mood swings, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and migraine outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of insertion date (B)(6) 2010 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- previously reported event "injury to herself " updated to "abnormal bleeding (vaginal)", events- ¿malposition of essure device location of device: cannot locate the coils, mood swings, menorrhagia, apareunia, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, migraine, pelvic pain¿, medical history, concomitant drug, reporter information, lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.